Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's service indicator is illuminated and there was an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation. There was no report of patient use associated with the reported event.